Manufacturer narrative:
(B)(4). Customer returned pump for an alleged cosmetic damage, crack on the pump along battery side (B)(6) 2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was received with blank display due to moisture damaged on electronic assembly and corroded battery tube. Unable to download or perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the keypad connector on electrical boarda1, j6 connector internal battery, power connector, motor and force sensor during visual inspection. Swapped electrical board and pump did not power up after battery installation. The following were noted during visual inspection: cracked case (corner of belt clip rails), missing display window cover, cracked battery tube threads. In summary, blank display confirmed due to moisture damage on electronic assembly. Cracked case (corner of belt clip rails), missing display window cover, cracked battery tube threads confirmed. Exposed to moisture confirmed. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the insulin pump was exposed to water. Insulin pump had crack around the battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.